Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_lead, lot# unknown, product type: lead.

Event description:
(B)(4) it was reported from a patient that their wires of external neurostimulator (ens) were exposed. No medical or patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.